Manufacturer narrative:
Analysis of the handpiece 1897200 (serial #:(B)(4) revealed that the device's motor doesn't turn, the motor shorted, the device was too dirty, and the bearings were corroded. The pre-temp test could not be performed due to the motor not turning. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the motor doesn't turn at first and after reconnecting it turns. The device is also noisy and overheats. The event occurred intra-operatively. No patient impact occurred.